Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Several downstream occlusion alarms were identified but although this could confirm the reported event, those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended but are different from technical errors. The device was not returned to brézins as repairs were carried out locally according to brézin's recommendations. Pressure tests were carried out but could not reproduce the reported event. Tests were found compliant with device specifications. No repair was performed, it was suggested to replace the pressure sensor as a conservative measure instead of a new calibration. Thereferore the root cause of the multiple downstream pressure alarms remains unknown. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "s/n: (B)(6) had multiple downstream alarm issues with two different line sets and patients. No problems detected with the software individual test." Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.